Event description:
It was reported that the user experienced a low glucose event, with a lowest CGM value of 47 mg/dL before breakfast, after which the user ingested milk and cookies along with breakfast foods and subsequently observed glucose returning to range; the user also inquired why the iLet was not delivering insulin, and it was explained that delivery can be reduced or suspended in response to a recent low. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of oral carbohydrate intake; no serious injury, illness, or impairment occurred. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.